Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the pump was not exposed to abnormal temperature conditions. Customer's blood glucose (bg) level was elevated; value not provided. Customer's girlfriend assisted by administering manual injections to address bgs. Reportedly, the customer reverted to manual injections for alternate insulin therapy.